Event description:
A report was received that a pt was explanted. The pt stated she was explanted outside of the country. The pt's husband stated the pt had developed an mrsa infection a few months prior to the explant and was explanted by a physician in the country. Explanting physician stated he has no record that this pt has been explanted. The pt would not provide any other details.